Event description:
It was reported that when the programmer rf (radio-frequency) head was placed over a device, the green lights would light up, but the programmer would not interrogate the device. Use of the service disk did not resolve the issue. The programmer was returned for repair. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis could not confirm the reported event, interrogation of an implantable device was normal with no fault found. It was noted that a printer speed button was worn. (B)(4): analysis found that the electromagnetic field immunity test was out of specification.